Event description:
During a remote follow-up, far-field r-wave oversensing (ffrwos) and inappropriate automatic mode switch (ams) episodes were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable.